Event description:
It was reported that upon opening the package, the head nurse found the needle hub cracked and broken. As a result, it was not used.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.